Event description:
Initially a customer from (B)(6) contacted baxter's technical service center to report an unrelated alarm which occurred on a home choice (hc) machine while in use on a home patient (hp) for peritoneal dialysis therapy (pd). The solution to the alarm was provided over the phone and there was no patient injury or medical intervention associated with this event. During the conversation, the caregiver (cg )stated the patient has had some infections lately. On (B)(6) 2011, baxter (B)(6) pharmacovigilance (pv) received notification regarding the patient's past infections. On (B)(6) 2011, pv confirmed the patient (gender not reported) had peritonitis, and that the patient's health care professional (hcp) is aware of the peritonitis. No further information was available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for peritonitis: no malfunction or user error is confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of user errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.